Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered chronic pelvic and vaginal area pain, pain during intercourse, urinary incontinence, retention, leakage, frequency and urgency to urinate, burning while urinating chronic urinary and vaginal infections, abnormal bowel movements, blood in urine, and vaginal discharge. No further information has been provided.